Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure, an intuitive surgical, inc. (Isi) technical support engineer (tse) was contacted during case setup after operating room staff reported that the energy generator kept faulting out. The tse reviewed the logs and did not find any faults. Staff reported that upon powering on the generator, a c-00 fault displayed, and that after power cycling the generator and the system, the fault returned at power up. The tse advised that the generator would likely continue faulting if it was used for the case, and the site elected to move the case to another available system/room. The procedure was aborted to another da vinci system with no reported injury.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse was able to reproduce the reported complaint and replaced the vio integrated electrosurgical generator unit (iesu). The system was tested and verified as ready for use. The iesu has been evaluated by the failure analysis (fa) team. Fa was not able to confirm the reported complaint via system logs. Functional testing revealed that the unit powered on normally and successfully cauterized across all ports and instruments without issue. Generator log showed errors c-00 and c-84. Based on these results, a definitive root cause could not be identified.